Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Visual inspection of the teflon pad showed that it was in good condition and no metal was exposed. The distal end of the device was inspected under a microscope and it showed that approximately 16mm of the probe was detached and the missing piece was not returned. This type of probe damage is likely related to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe damage. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." (B)(4).

Event description:
Olympus was informed that during a therapeutic laparoscopic total hysterectomy (lth) procedure, the probe broke off and fell inside patient. The surgeon retrieved the broken probe using a grasper. Another similar device was used to complete the procedure; however, the same phenomenon occurred. A third device was used to complete the intended procedure. There was no patient injury reported.